Manufacturer narrative:
(B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The reported issue could not be replicated.

Event description:
A medtronic representative reported that, while in a spinal procedure, the surgeon alleged a 3mm inaccuracy. No further details of the procedure were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.